Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Pd solution therapy was ongoing. During a call with baxter marketing sales team, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was not reported. Treatment was not reported. The patient recovered from this peritonitis event on an unknown date.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.